Event description:
It was reported that protector p20-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 515064 batch no.: 1903161. It was reported all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. Per optima4 form: all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.

Manufacturer narrative:
Additional information: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 1902153, medical device expiration date: 1/31/2020, device manufacture date: 3/14/2019. Investigation summary: one photo and five unused samples from protector lot 1903161 were returned to our quality team for investigation. Upon visual inspection of the photo, a translucent drop was observed on the surface of the protector membrane. A device history review was performed for reported lots 1903161 and 1902153, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During manufacturing, leakage testing is performed, penetrating the injector and making components ten times to verify if any leaks occur. Testing was reviewed for protector lots 1903161 and 1902153, all results were found to be within specification. Functional testing was performed on all samples received, penetrating the protector along with sample injectors ten times, all results were found to be acceptable with no leaks identified. The testing was repeated using thirty retained samples from lot 1902153, results were again found to be acceptable and no leakages occurred. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. Complaints received for this defect and device will continue to be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p20-o leaked. This was discovered during use. The following information was provided by the initial reporter: material no.: 515064, batch no.: 1903161. It was reported all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. Pr 1 of 6: per optima4 form: all three p20-0 membranes of the cyclophosphamide vials had residue after withdrawing fluid with the n35-0 injector. The infusion adapter c100-0 had residue after transferring the cyclophosphamide into the infusion bag with the same n35-0 injector.